Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation details: the visual inspection shows that the seal is out of deployment tube. Other observations are that the plunger was depressed and tension spring still loaded in deployment tube. The failure that the seal did not deploy is confirmed, based on how the seal was received. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.